Event description:
Patient first presented after multiple surgical procedures of the abdomen including appendectomy, right colectomy, complication with dehiscence, sepsis, bowel obstruction and resections. Later that month he was admitted for bowel obstruction and large ventral hernia. Taken to surgery for laparotomy, adhesiolysis with no enterotomies or bowel resection and ventral hernioplasty with mesh. Patient returned two months later with cellulitis of the midline incision. Patient was taken to surgery where it was found that the bard mesh was infected with fracture of the plastic ring and one enterotomy with leak and sepsis of the wound.